Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that nrg transseptal needle was selected for mitraclip procedure. During the procedure, it was mentioned that the needle curve shape was incompatible and when attempt was made to shape the needle with no excessive force, the needle broke. Thus the needle was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be retorn for analysis as disposed.